Manufacturer narrative:
Block b3: corrected date of event from (B)(6) 2019 to (B)(6) 2019. Block b5: corrected approximate months from 6 months to 3 months.

Event description:
Approximately 3 months later, the patient experienced restenosis. A successful revascularization of the target vessel was performed on (B)(6) 2019.

Manufacturer narrative:
The patient required revascularization of the target vessel. This is being reported as a follow-up to the clinical registry. Cross reference MFR report numbers: 3009784280-2019-00580, 3009784280-2019-00581. Patient information regarding relevant tests/laboratory data is unknown. This information was not available from the facility. The lot number was not provided in the study, thus the following information are unknown: unique ID, model #, catalog #, expiration date, and manufacture date. Report: foreign- (B)(6)/ study name: (B)(6): patient ID# (B)(6). PMA number is not applicable. The device is a commercial product with a ce mark that was used as part of a clinical registry. During the index procedure, the product worked as intended and the device was discarded, thus no product evaluation was performed. Per the IFU, restenosis is listed as a potential complications/adverse events.

Event description:
It was reported through a clinical registry that during the index procedure on (B)(6) 2018, three stellarex catheters were used to treat the target lesion of the left mid sfa. Six days post index procedure, the patient experienced an occlusion. Thrombolysis of the target lesion was performed on (B)(6) 2018. Approximately 6 months later, the patient experienced restenosis. A successful revascularization of the target vessel was performed on (B)(6) 2019.